Event description:
It is reported that a customer's sensor fell out and was damaged. The patient's blood glucose was unknown at the time of the call. The caller was the customer's mother who did not have the sensor at the time of the call so trouble shooting was unable to be preformed. The mother was advised to have the customer call the help line so trouble shooting can be preformed on the sensor to figure out the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.